Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. It was reported that the system was left unplugged. Representative replaced image acquisition system (ias) batteries. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the site had left the system unplugged for a week and was now receiving a battery error. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.